Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this left ventricular (lv) lead was thoroughly inspected and analyzed. Dried blood and body fluid was noted in the lumen with a stretched conductor coil. Analysis noted the conductor coil was deformed most likely due to the suture sleeve tie downs. Cuts in the insulation were also noted, most likely due to the removal of the suture sleeve. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. The lead did not pass the guidewire insertion test, due to the dried blood and body fluid found in the lead lumen.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited increased threshold measurements due to a dislodgement. A revision was performed where the physician opted to explant the existing lead and implant a competitor lv lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.